Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a tissue reaction at the implant site (specific date not reported), however the issue could not be resolved. The patient experienced a loss of ossoeintegration resulting in fixture loss. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2014.